Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted due to lead noise. The patient was asymptomatic before the procedure and condition was stable after lead explant.